Event description:
The user facility reported a 62-year-old male in acute myocardial infarction cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Impella was measuring shallow, so was advanced under echocardiogram. During support, computer tomography angiography (cta) found clots in multiple branches of the retropharyngeal abscess (rpa). The clots in the lungs were removed in the catheterization laboratory. The patient also experienced impella site bleeding steadily. The perclose were tightened and bleeding slowed down with pressure dressing. However, every time the patient was turned it resulted in significant bleeding from the site. During ECMO it was discovered the patient had large femoral deep vein thrombosis (dvt) and pulmonary embolisms (pe). Two units of blood were auto transfused back to the patient. Reportedly on (B)(6) 2022 the impella cp also appeared to have pigtail wrapped around papillary muscle. Multiple attempts to release pigtail and reposition were made.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.